Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received a critical pump error alarm. Customer's blood glucose was unknown. It was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump was received with a critical pump error and a pump error 35 was present in the long trace file due to corrosion on the force sensor. The pump was received with an air leak during the leak test at the bottom edge of the keypad overlay. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement or self tests due to the critical pump errors. The pump was received with a scratched casing, minor scratches on the lcd window, a missing display window cover, a pillowing keypad overlay, a damaged keypad overlay texture, a faded serial number label, a severely peeling end cap address label, moisture damage on the keypad traces, moisture damage on the motor assembly and corrosion on all electronic assemblies.